Event description:
Customer reportedly received results of 362 mg/dl and 136 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.